Event description:
Pt implanted with deep brain stimulation lead for pain control (off-label use) reports experiencing dizziness when amplitude is set above 5v, and anything lower than 9v does not relieve her pain. Pt reports that when the stimulation is turned off, the dizziness goes away. Pt is aware that this is not an approved use for this device, and that there is limited information as to side effects of this therapy. Pt was advised to follow-up with physician concerning her symptoms.